Manufacturer narrative:
PMA/510(k) #: k973565. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was being tested during pre-op and the introducer was faulty. The cap on the introducer was unable to be unscrewed; therefore, the needle could not be put through. As reported, this occurred prior to patient contact.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. No complaint device has been returned for investigation. No photos have been provided. However, a document-based investigation was conducted. A device history record of the lot was reviewed and found no non-conformances for either the device or component coaxial support needle. A review of complaints from the same lot was conducted and found no reported complaints associated with this lot number. The customer has been unresponsive and has not provided updated information on if the device will be returned. If the complaint device becomes available for investigation in the lab, the device will be evaluated and the file will be updated at that time. Based on the information provided, no product returned, and the results of our investigation, two possible root causes have been identified as manufacturing related (operator related/process related). We have notified the appropriate personnel and will continue to monitor for similar complaints. Per quality engineering risk assessment, there is no further actions required at this time. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.